Event description:
It was reported the patient experienced a pocket infection. The patient was doing fine after implant on (B)(6) 2012, but had stitch that got trapped. The stitch was removed last friday and after this, the patient developed an infection. The implanting physician was out of town and the patient was looking for another physician in the event a revision was required. Patient outcome was not provided.

Event description:
It was reported that the patient received intravenous and oral antibiotics for an infection at the pocket site. It was stated that the onset of the infection was (B)(6)-2012. It was noted that the patient did not have meningitis. The reporter stated that the patient experienced fever, redness, and incisional wound opening. The reporter stated that a culture of the pocket site revealed (B)(6). The patient was treated with antibiotics and the infection resolved. It was also noted that the patient had a risk factor of diabetes before implantation.

Manufacturer narrative:
All applicable codes are contained in this supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer called on 2017-07-03 and reported that a battery change out occurred on (B)(4) 2012 for the patient¿s pain stimulator. It was then removed on (B)(6) 2012 due to a staph infection. The patient had been implanted for spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient weighed (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
Product ID 3888-56, lot# v205391, serial#, implanted: 2009 (B)(6), explanted: product typ: lead, product ID 3888-45, lot# v207492, serial#, implanted: 2009 (B)(6), explanted: product typ: lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ: lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ: recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ: extension, product ID 3708160, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ: extension, product ID 3708160, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ: extension. (B)(4).